Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A 3mm x 4cm interlock coil was selected for use. During the procedure, it was noted that the coil got stuck in the middle of the catheter. The entire catheter was removed and the procedure was not completed due to the event. There were no patient complications reported.